Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex soft seal cuff tracheal tube had an activated ventilation alarm and suspected cuff leak. It was unknown how long the device was in use and was unknown if a leak check was performed prior to use. No patient injury was reported.

Manufacturer narrative:
One used clear pvc, oral/nasal, soft seal® cuff tracheal tube was returned for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection of the device was conducted at a distance of 12" to 24" and under normal conditions of illumination and it was observed that there was a roll over in the cuff of the device. During functional testing, a syringe was used to inflate the device cuff and pilot balloon with air and the device was submerged under water. No bubbles (indicating a leak) were observed escaping from the pilot balloon or cuff. The device was then left inflated for 24 hours; no leaks were observed. Investigation did not find fault with the returned device and found that it functioned as intended. Corrected information: it was reported that the event occurred in early (B)(6).